Manufacturer narrative:
(B)(4). This investigation is ongoing. Upon further information this investigation will be udpated.

Event description:
Boston scientific received information that an out of range shock impedance measurements was trigged through the remote monitoring system. No other measurements appeared abnormal. Boston scientific technical services (ts) noted that a single out of range shock impedance measurements was recorded with all other measurements being normal. Ts suspected that this issue was due to electromagnetic interference (emi). No adverse patient effects were reported.